Manufacturer narrative:
Product complaint # (B)(4). Batch # r59v49. Investigation summary : the analysis results showed that one ecr60b cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.

Event description:
Malformed staples. It was reported that during the radical operation of ovarian cancer surgery, when severing rectum tissue, after fired, noted the staples malformed with irregular shape, anastomotic site was oozing. Changed the new one to complete surgery and to stop oozing. There was no patient consequence reported. No additional information can be provided.